Event description:
It was reported on (B)(6) 2011 that the patient had some significant behavioral changes recently. Per physician, the patient has "gone crazy." The patient bit both his horse and his dog so badly that the dog almost died. The patient's mother thought that this behavioral change was related to vns since it recently started and the patient was initially implanted on (B)(6) 2011. However, the physician reported that he did not think that this behavior was at all related to vns. To appease the patient's mother, the physician programmed the generator off a few days prior according to the tc (the exact date is unknown). Since programming the generator off, the patient was still exhibiting this odd behavior and has been placed in a child adolescent suicide unit to be monitored. The patient has not attempted suicide, but was placed there just based on his recent behavior in the fear that it might get worse. Per the physician on (B)(6) 2011, the device will remain off until the patient is stable. The neurosurgeon's office later reported on (B)(6) 2012 that they had a surgery consult appointment set to see the patient for generator explant. They did not have any clinical notes, but the mother called the office stating that her son's personality has changed so much for the worse that they had to move him out of their home into a facility. Though they had turned the device off, his psychiatrist thought it could even be from the placement of the lead on the vagus nerve causing the personality changes as they still exist with the device being off. Prior to vns implant on (B)(6) 2011, the case manager had a discussion with the mother on (B)(6) 2012 where the mother stated that her son was developing personality outbursts which tended to happen just prior to any seizure activity. Attempts for additional information from the referral physician have been unsuccessful to date. The patient had the generator explanted as scheduled on (B)(6) 2012. Since the lead was not explanted, the event is likely no longer believed to be related to placement of the leads on the nerve since the leads were not explanted. Attempts for product return were unsuccessful, as the rn at the facility indicated that she could not locate this device.

Event description:
The generator was received by the manufacturer for product analysis, however it has not been completed to date. The return product form indicated the patient had the generator explanted on (B)(6) 2012, due to the patient's family indicating that the vns made the patient violent. They subsequently wanted the device removed.

Event description:
Additional information was received from the physician's office indicating that the physician does not feel the patient's personality changes had anything to do with the vns. Request for removal was by the patient's mother. No additional information was provided.

Manufacturer narrative:
Initial reporter, corrected data: the initial report inadvertently reported the reporter incorrectly.

Event description:
Product analysis was completed on the explanted generator, and the device output signal was monitored for more than 24 hours, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.